Event description:
Post procedure, the patient was presented with a hematoma around the anastomosis incision site. The patient was returned for exploration of the hematoma where it was found that a clip was missing from the anastomosis site. For the exception of where it seemed a clip was missing, the anastomosis had healed normally. The physician removed 3 additional clips for evaluational purposes. The physician repaired the anastomosis leak with sutures and the patient is doing well post operation.

Manufacturer narrative:
The procedure was originally performed in 2008. The patient presented a hematoma the day before. That patient was then brought in for surgery the following month, for exploration of the hematoma. Upon exploration, it appeared that there was a clip missing on the medial aspect of the anastomosis. For the exception of where it seemed a clip was missing the anastomosis looked like it healed normally. The physician removed 3 additional clips that were visible. One was sent to the hospital lab for culture where it produced negative results for culture after 48hrs. The remaining two clips were returned to lemaitre vascular the following month, for further evaluation. General visual analysis of each clip revealed clip design and structure to be within specifications. Anastoclip (picture 1) revealed a surface imperfection of unknown origin. It is not a crack, but seems to be an impression on the surface. Anastoclip 2 (picture 2) has a notch located in the web area of the clip. This notch was likely caused by the clip removal tool and was likely not present during initial placement. Analysis of the 2 clips did not reveal any type of metal fatigue failure or manufacturing defect that could have lead to a clip failure after deployment. Upon initial file evaluation the month prior, it was found in accordance to 21 cfr part 803.3 that an MDR response was not required. Upon closure of the file two months later, the root cause of the device failure remains inconclusive as to how the clip was freed from the vessel and a second opinion suggested that since grey areas remain, surrounding the complaint, a MDR response was recommended.